Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was used and misfired and it did not fire completely. Another staple reload was used which also did not fire properly. Another new stapler was opened and worked well.. There was no patient injury.